Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, guide wire coating detached. The target lesion was located in the subclavian vein. A non-bsc balloon catheter was advanced to the target lesion over a 035/260 zipwire guidewire. The balloon was inflated at least one time, to unknown atms. During repositioning of the balloon catheter resistance was encountered. The non-bsc balloon catheter was withdrawn, followed by withdrawal of the zipwire. After withdrawal, it was noted that the mid section of the zipwire coating had detached and the core of the wire was visible. No coating was noted under fluoroscopy. Rewired with another of same zipwire and completed the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, guide wire coating detached. The target lesion was located in the subclavian vein. A non-bsc balloon catheter was advanced to the target lesion over a 035/260 zipwire guidewire. The balloon was inflated at least one time, to unknown atms. During repositioning of the balloon catheter resistance was encountered. The non-bsc balloon catheter was withdrawn, followed by withdrawal of the zipwire. After withdrawal, it was noted that the mid section of the zipwire coating had detached and the core of the wire was visible. No coating was noted under fluoroscopy. Rewired with another of same zipwire and completed the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the specimen presents a cut/skive of the polymer jacket material approximately 78.9cm from the distal tip that appears consistent with withdrawal from a constraint condition exposing 40.2cm of the internal metallic core wire from 38.7 to 78.9cm from the distal tip with approximately 4.55cm of the polymer jacket material sleeved or rolled on itself distally at the distal limit of the damage terminating in a tensile overload. The distal 8.5cm also presents wavy large radius bends. Approximately 35.75cm of the polymer jacket material is missing and is unaccounted for at this time. Microscopically the specimen coating appears to be smooth and consistent. The specimen coating appears visually and tactilely consistent. Except where noted, the specimen device appears visually and dimensionally correct the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle." Further information confirmed that a metal introducer needle was utilized to gain access. (B)(4).